Event description:
It was reported that an intraocular lens (iol) injector was too tight, causing the implant to eject out. It is not clear if there was patient contact. No further information could be provided.

Manufacturer narrative:
Per EU regulation 2016/679 (general data protection rgulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date unknown/not provided. The event date provided as (B)(6) 2022. Implant date: not applicable, as there is no indication that the lens was implanted. Explant date: not applicable, there is no indication that the lens was implanted, therefore, not explanted. Telephone number: (B)(6) the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 14-oct-2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the cartridge tip bent, consistent with a handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no issues that could contribute to or cause a delivery issue could be identified. Visual inspection of the complaint lens revealed that it was coated in viscoelastic residue. The lens was cleaned and, no issues were identified with the lens. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of dc-uncontrolled delivery was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.